Event description:
It is reported that an asymptomatic presented in clinic for follow-up. It was noted that patient received notifications for eri and charge time limit reached. Last battery voltage check estimated longevity of 2.3 years and normal charge time. Device will be explanted and replaced.

Event description:
New information received notes that device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion and long charge time were confirmed in the laboratory. Bench testing noted low battery voltage as the cause of the long charge time. The device was tested using automated test equipment and no anomaly was found. The battery was returned to the manufacturer for further analysis and no anomaly was found. The cause of the premature battery depletion could not be determined.